Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. It was presumed, that the suggested event may have occurred, due to a defective scope socket. However, while the device malfunction was confirmed, during the evaluation. The exact root cause of the reported issue could not be definitively determined. Olympus will continue to monitor field performance for this device. Additional information: h3, h6.

Event description:
It was reported that xenon light source exhibited a noisy image. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.